Event description:
It was reported that the patients ipg site had opened up. The patient was admitted in the hospital and was kept on intravenous antibiotics. The patient underwent an explant procedure wherein all device components were removed and not returned. No device malfunction suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7080039/7080035.